Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported mitral regurgitation was unable to be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 atrial functional mitral regurgitation (mr) and an enlarged atrium for a mitraclip procedure. All functional testing passed during device preparation of a mitraclip xtw. The clip was placed at anterior and posterior leaflet segment 2 (a2p2) to treat the central atrial functional mr. One grasp was made, and the clip was closed. The mr reduced significantly to grade >1, and the clip was deployed. After deployment there was a color jet right through the clip, despite the clip staying fully closed, well-inserted, and stable on both leaflets. The physicians were unsure why the color was coming from the exact location of the clip (not medial or lateral). This was inspected and confirmed by x-plane from bicommissural view and color 3d. Another ntw was placed medial to help reinforce tissue insertion, perhaps take tension off first clip. The ntw helped reduce the color at the site of the xtw a bit, but there was still color coming from the center of the xtw. The mr was reduced to grade 1-2. There were no adverse patient effects or clinically significant delay.